Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer will use mdi as a backup therapy to ensure insulin delivery continues uninterrupted. Technical support confirmed the pump was under warranty and decided to replace the pump due to an occlusion with the mobi pump motor. The customer was informed that a replacement pump with updated software would be sent, and training would be available in their source account. The caller was instructed on how to store the current pump and return it to tandem using a pre-paid label.